Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient experienced poor vision. The lens was explanted and replaced with monofocal lens in a secondary procedure. The clinical reason for the explant was >4d myopic surprise. Additional information was requested.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. It is stated in the record that in the surgeon¿s opinion the product did not cause or contribute to the event. The reason given is patient condition: myopic surprise in setting of staphyloma and advanced glaucoma with small central island of vision. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that the product did not cause or contribute to the event. The reason given is patient condition: myopic surprise in setting of staphyloma and advanced glaucoma with small central island of vision. Based on this information, the product did not cause/contribute to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.6. And b.7. The manufacturer internal reference number is: (B)(4).